Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. The outer insulation was abraded at 3.4 cm - 4.1 cm and 4.6 cm - 4.7 cm from the distal tip. The lead abrasions are consistent with damage caused by friction to another implanted device.